Manufacturer narrative:
The introducer was returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Inspection of the returned introducer revealed deep gouges and large holes through the hemostasis seal that caused a leak. A sharp instrument, consistent with a transseptal needle, was the cause of the inner wall damage and the holes in the hemostasis seal. The transseptal needle and dilator used in conjunction with this case were not returned for evaluation. The instructions for use for the brk transseptal needle, instruct the user to use a stylet and dilator when advancing the needle through the introducer. The damage to this introducer is consistent with a sharp object being introduced without the use of a dilator. Date report submitted to FDA by manufacturer: 06/25/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.

Event description:
It was reported when two swartz braided introducers and one agilis introducer was inserted into the patient for the brockenbrough procedure, air was aspirated into the cardiac cavity from the hemostasis valve. The physician discontinued the procedure and performed a MRI. The patient initially had a decrease in level consciousness after the procedure but is reportedly now stable. The cause for the air aspiration was not clear to the physician, so all introducers associated with this case were sent back for evaluation. MDR report#s 3005188751-2010-0052 and 3005188751-2010-0054 were also file for separate sjm products that were associated with this single event.